Event description:
It was reported that prior to use "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples first 5 staples appeared misaligned, and one unformed staple was stuck in the forming tool. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first five staples misfired, and one staple formed and released properly. To simulate insertion into the skin, the 12 staples were fired into simulated skin. Upon engaging the trigger , multiple staples misfired into the simulated skin. The stapler was disassembled, and it was confirmed to have been assembled correctly. No flash was observed within the cover block. In addition, die casting anomalies were discovered on the forming tool. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first 5 staples appeared to be misaligned. Upon functional inspection, multiple staples misfired into the skin pad. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use "staple jamming". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.